Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Not returned.

Event description:
It was reported that the vascular stent could not be deployed. The device was removed without issue and another stent was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent due to the breakage of a force transmitting joint. The grip mechanics were found to be fully functioning. Increased friction is considered the reason for excessive release force and subsequent failure of the force transmitting joint. Potential factors that could have led to increased friction and the broken joint have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. A not performed pre-dilation or the use of a guide wire smaller than recommended in the IFU also may be contributing factors. In this case, no anatomical or procedural details were provided. The event also may be use-related as rough handling of the device may lead to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit" and "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Also the IFU states: "pre-dilation of the lesion should be performed using standard techniques." The IFU recommends the use of a 0.035 inch guide wire.